Event description:
It was reported that the non-breakoff plug backed out. At this time, a revision surgery is not planned.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. In addition, device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.